Event description:
It was reported that during an arthroscopy surgery the device was defect. At a pressure setting of 50 the device pumped in liquid intermittently. At a pressure setting of 40 it ran without problems. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was not confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected and no damage was noted. Further review of the pump sub-assembly and components showed no functional issues with the latch door or tubing connector. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended at a pressure level of 50 with no error messages and no audible alarms triggered. When running at high pressures, the device emits a loud noise. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the allege pump, and to verify if an error message and/or audible alarm will be triggered. The results of the clamp test indicate the pump triggered an alarm and provided an error. This behavior is expected. When the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered and the device stopped. This behavior is expected. Review of complaint records for serial number (B)(6) showed that the device has no previous complaints.